Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for the patient death. It was reported that on (B)(6) 2009 the mitraclip was implanted reducing mitral regurgitation (mr) from grade 3 to 1-2. On (B)(6) 2010, the patient had moderate mr on echocardiogram. On an unknown date the patient had severe mr. The patient expired on an unknown date. The patient death may possibly be related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of event captures the severe mitral regurgitation and was updated from estimated (B)(6) 2013 to (B)(6) 2011.

Event description:
Subsequent to the previously filed report, additional information was received that the severe mitral regurgitation was found on the transthoracic echocardiogram (B)(6) 2011. The patient expired on (B)(6) 2013. Both of these events occurred prior to mitraclip commercial approval in the us in october 2013 and were reported through the clinical trial; however, since an MDR was already filed (the event dates were previously unknown), this will remain MDR reportable. No additional information was provided.